Manufacturer narrative:
Return device analysis confirmed the reported difficulty lowering a single gripper. Additionally, the clip introducer was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the observed deformed clip introducer could not be determined. The single gripper actuation difficulty appears to be related to a potential quality issue. This issue is being addressed per internal operating procedure. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak and gripper actuation. It was reported that during preparation of the steerable guide catheter (sgc), when the dilator was pulled into the sheath, loss of fluid column was observed. A second attempt was made to pull the dilator; however, loss of fluid column still occurred. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. Then during preparation of the clip delivery system (cds), when the gripper functionality was tested, the second gripper would not go down. A second attempt was made to try to lower the grippers, but the second gripper would still not lower. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.